Event description:
Clinic notes were received for a patient¿s visit providing that her vns is not at end-of-service, however during the surgical referral appointment the vns was interrogated and shown to be at ¿end-of-service¿. The notes stated the patient has had a reported increase in partial seizures. Generator revision surgery occurred. The explant facility discards explanted devices. Additional relevant information has not been received to-date.